Manufacturer narrative:
(B)(4).

Event description:
The physician implanted a resolute integrity device. Procedure was a primary case. The patient presented with a stemi. The target lesion exhibited severe calcification and moderate tortuosity. It was reported that the patient passed away due to an mi.

Manufacturer narrative:
The resolute integrity stent was implanted in the mid lad. There were no issues during use / implant of the stent. The physician does not believe the stent caused / contributed to the patient death or mi.